Event description:
Stored egms showed noise on the atrial and ventricular channels. The noise was sensed and caused the device to enter an auto mode switch. A possible lead issue was noted and that the noise may have been produced by an abrasion of two leads. Both leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.